Manufacturer narrative:
Date of event: (B)(6) 2018 date of this report: (B)(6) 2018 the customer evaluated the device. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was asked to performed high pressure and system leak tests. There was no problem found. The customer connected the manifold to the wall and initially heard a hiss followed by a pop at which point hiss stopped. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the oxygen (o2) tank drains less than 10 minutes of use.it was reported that the ventilator was in clinical use at the time of the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29oct2018. Date received by manufacturer: 26oct2018. The customer reported the o2 supply hose was not fully tightened. The user did not have the hose properly attached to the o2 tank. The customer sealed the hose connection and returned the unit back to service.